Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n512589, implanted: (B)(6) 2015, product type: accessory. (B)(4)

Event description:
The consumer reported that he had a change in his stimulation sensation and tried increasing the stimulation. The patient stated that he has a buzzing sensation and muscle contractions in his left arm and around his pacemaker. It was reported that this was occurring daily and no trauma or falls were related to this issue and it was not related to positional movement. The change in therapy or symptoms was considered sudden. The patient wanted to have reprogramming done to help with the pulse width because when he increased his amplitude he got the buzzing sensation. The manufacturer representative reported that the patient had been turning their stimulation up too high which was causing the buzzing and muscle contractions. The representative had the patient turn down the stimulation and the buzzing sensation and muscle contractions resolved. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that the cause of the buzzing and muscle contractions was due to stimulation being too high. The patient was going to meet with a representative on (B)(6)-2015. Turning down the amplitude resolved the buzzing and twitching issues.